Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that there was an increase occurrence of air bubbles in the infusion set. The correct procedure was followed. The insulin pump passed the high pressure test. It was also reported that the blood glucose goes up after a set change, as high as 17.2 mmol/l. Customer was treated with an insulin pen. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.